Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not functioning properly. This was noticed earlier in the evening when attempting to deliver a bolus. Patient started this infusion device a couple of years ago and delivers 5-6 bolus per day. The down button is raised and does not produce beeps or vibrations when it is pressed. Infusion device was not dropped or exposed to liquids. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.